Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on (B)(6) 2014. On or about (B)(6) 2014, the plaintiff contacted her physician to discuss birth control options. Her physician recommended the essure device procedure, stating that the procedure was safe. She relied on the benefits and risks as relayed by her physician in reaching the decision to have the essure procedure over other methods of contraception. On or about (B)(6) 2014, she underwent the essure procedure. Shortly following the procedure, her physician told that she had developed cysts and needed to have surgery to remove the essure device. On or about (B)(6) 2015, she underwent surgery to remove essure. The surgery was unsuccessful and physicians have told her that the devices are irretrievable. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure inserted and developed cysts and a year later she underwent a surgery to remove essure inserts. The surgery was unsuccessful and the devices are irretrievable. Cysts are unlisted while medical device removal is listed in the reference safety information for essure. Considering the pathophysiology of cysts and considering that the local of cysts was not reported, the causal relationship cannot be assessed at this time. Since the reason for essure removal is not clear, given its nature it is considered related to essure inserts and the case is regarded as incident. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area"), loss of consciousness ("hospital at least 4 different times due to the passing out") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included genital bleeding, migraine, headache and postpartum state. Previously administered products included for prevent pregnancy: depo provera from 2011 to 2013 and nuvaring from 2010 to 2011. In 2014, the patient experienced loss of consciousness (seriousness criteria hospitalization and medically significant), fatigue ("fatigue") and dizziness ("get dizzy"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain: stomach"), abdominal pain ("pain: abdominal"), pain in extremity ("pain: legs, fingers, hands") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced dermoid cyst ("dermoid cyst"), ovarian cyst ("multiple simple serous cyst") and adnexa uteri cyst ("paratubal cyst"), 1 year 10 months after insertion of essure. In 2016, the patient experienced mood altered ("moody"), crying ("cry for no reason"), loss of libido ("lack of sex drive"), urinary tract infection ("uti"), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), musculoskeletal stiffness ("autoimmune disorder: stiffness in legs, fingers, hands"), dental caries ("dental problems - 9 cavities"), tooth fracture ("dental problems - chipped teeth"), sensitivity of teeth ("dental problems - teeth are very sensitive"), amnesia ("memory loss") and feeling abnormal ("mind feels like it's in a fog"). On an unknown date, the patient experienced the first episode of complication of device removal ("surgery was unsuccessful and physicians have told her that the devices are irretrievable"), the second episode of complication of device removal ("surgery was unsuccessful and physicians have told her that the devices are irretrievable"), headache ("headaches"), menstruation irregular ("my periods are irregular now / sometimes I have light bleeding, sometimes I have very heavy bleeding") and menstruation delayed ("sometimes I don't have a period at all"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, loss of consciousness, genital haemorrhage, mood altered, crying, loss of libido, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, female sexual dysfunction, musculoskeletal stiffness, migraine, headache, nausea, dental caries, tooth fracture, sensitivity of teeth, dysmenorrhoea, abdominal pain upper, abdominal pain, pain in extremity, fatigue, diarrhoea, amnesia, feeling abnormal, dizziness, dermoid cyst, ovarian cyst and adnexa uteri cyst had not resolved and the last episode of complication of device removal, menstruation irregular and menstruation delayed outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, amnesia, crying, dental caries, depression, dermoid cyst, diarrhoea, dizziness, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, loss of libido, menorrhagia, menstruation delayed, menstruation irregular, migraine, mood altered, musculoskeletal stiffness, nausea, ovarian cyst, pain in extremity, pelvic pain, sensitivity of teeth, tooth fracture, urinary tract infection, vaginal haemorrhage, the first episode of complication of device removal and the second episode of complication of device removal to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent (unilateral salpingooopherectomy - right side). It was reported that she get dizzy: has gotten so bad that I will pass but, been to the hospital at least 4 different times due to the passing out . Her kids had to call her mom one time when they found me passed out. Per mr: she is postpartum 1 month and is currently not breastfeeding. CT scan performed on (B)(6) 2016 revealed bilateral essure devices present (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: bilateral essure devices present. Diagnostic results: on (B)(6) 2016, transabdominal and transvaginal pelvic ultrasound revealed 3.4 cm right ovarian mass, compatible with an ovarian dermoid cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, diarrhea, abdominal pain lower, abdominal pain, syncope (confirming dizziness), ovarian cyst; dermoid cyst; pelvic pain (confirming) and paratubal cysts. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "allergic to nickel, sometimes I don't have a period at all " added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received on 05-aug-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure inserted and developed cysts and a year later she underwent a surgery to remove essure inserts. The surgery was unsuccessful and the devices are irretrievable. Cysts are unlisted while medical device removal is listed in the reference safety information for essure. Considering the pathophysiology of cysts and considering that the local of cysts was not reported, the causal relationship cannot be assessed at this time. Since the reason for essure removal is not clear, given its nature it is considered related to essure inserts and the case is regarded as incident. According to product technical complaint analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area"), loss of consciousness ("hospital at least 4 different times due to the passing out") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device difficult to use "surgery was unsuccessful and physicians have told her that the devices are irretrievable". The patient's past medical history included genital bleeding, migraine, headache and postpartum state. Previously administered products included for prevent pregnancy: depo provera from 2011 to 2013 and nuvaring from 2010 to 2011. In 2014, the patient experienced loss of consciousness (seriousness criteria hospitalization and medically significant), fatigue ("fatigue") and dizziness ("get dizzy"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain: stomach"), abdominal pain ("pain: abdominal"), pain in extremity ("pain: legs, fingers, hands") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced dermoid cyst ("dermoid cyst"), ovarian cyst ("multiple simple serous cyst") and adnexa uteri cyst ("paratubal cyst"). In 2016, the patient experienced mood altered ("moody"), crying ("cry for no reason"), loss of libido ("lack of sex drive"), urinary tract infection ("uti"), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), musculoskeletal stiffness ("autoimmune disorder: stiffness in legs, fingers, hands"), dental caries ("dental problems - 9 cavities"), tooth fracture ("dental problems - chipped teeth"), sensitivity of teeth ("dental problems - teeth are very sensitive"), amnesia ("memory loss") and feeling abnormal ("mind feels like it's in a fog"). On an unknown date, the patient experienced complication of device removal ("surgery was unsuccessful and physicians have told her that the devices are irretrievable") and headache ("headaches"). The patient was treated with surgery (right salpingo-oophorectomy, complete/partial, unilateral/bilateral. Laparoscopy, oviduct/ovary). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of consciousness, genital haemorrhage, mood altered, crying, loss of libido, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, female sexual dysfunction, musculoskeletal stiffness, migraine, headache, nausea, dental caries, tooth fracture, sensitivity of teeth, dysmenorrhoea, abdominal pain upper, abdominal pain, pain in extremity, fatigue, diarrhoea, amnesia, feeling abnormal, dizziness, dermoid cyst, ovarian cyst and adnexa uteri cyst had not resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, amnesia, complication of device removal, crying, dental caries, depression, dermoid cyst, diarrhoea, dizziness, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, loss of libido, menorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, ovarian cyst, pain in extremity, pelvic pain, sensitivity of teeth, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent (unilateral salpingooopherectomy - right side). It was reported that she get dizzy: has gotten so bad that I will pass but, been to the hospital at least 4 different times due to the passing out . My kids had to call my mom one time when they found me passed out. Per mr: she is postpartum 1 month and is currently not breastfeeding. Diagnostic results: on (B)(6) 2016, transabdominal and transvaginal pelvic ultrasound revealed 3.4 cm right ovarian mass, compatible with an ovarian dermoid cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, diarrhea, abdominal pain lower, abdominal pain, syncope (confirming dizziness), ovarian cyst; pelvic pain (confirming) and paratubal cysts. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: the reporters, patients information were updated. Her historical medication and condition was updated. Lab data was added. Essure insertion date and indication was updated. Events added as pain: pelvic area, dermoid cyst/ multiple simple serous cyst/ para tubal cyst (previously reported as cysts), moody, cry for no reason, lack of sex drive, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), uti (urinary tract infection), depression, apareunia (inability to have sexual intercourse), autoimmune disorder: stiffness in legs, fingers, hands, migraines, headaches, nausea, dental problems -9 cavities, 2 chipped teeth and teeth sensitive, dysmenorrhea (cramping), pain: stomach, pain: abdominal, pain: legs, fingers, hands, fatigue, diarrhoea, mind feels like it's in a fog, memory loss, get dizzy, passing out and essure confirmation test(s) not conducted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area"), loss of consciousness ("hospital at least 4 different times due to the passing out") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device difficult to use "surgery was unsuccessful and physicians have told her that the devices are irretrievable". The patient's past medical history included genital bleeding, migraine, headache and postpartum state. Previously administered products included for prevent pregnancy: depo provera from 2011 to 2013 and nuvaring from 2010 to 2011. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced loss of consciousness (seriousness criteria hospitalization and medically significant), fatigue ("fatigue") and dizziness ("get dizzy"). In (B)(6) 2014, the patient experienced migraine ("migraines"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain: stomach"), abdominal pain ("pain: abdominal"), pain in extremity ("pain: legs, fingers, hands") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced dermoid cyst ("dermoid cyst"), ovarian cyst ("multiple simple serous cyst") and adnexa uteri cyst ("paratubal cyst"). In 2016, the patient experienced mood altered ("moody"), crying ("cry for no reason"), loss of libido ("lack of sex drive"), urinary tract infection ("uti"), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), musculoskeletal stiffness ("autoimmune disorder: stiffness in legs, fingers, hands"), dental caries ("dental problems - 9 cavities"), tooth fracture ("dental problems - chipped teeth"), sensitivity of teeth ("dental problems - teeth are very sensitive"), amnesia ("memory loss") and feeling abnormal ("mind feels like it's in a fog"). On an unknown date, the patient experienced complication of device removal ("surgery was unsuccessful and physicians have told her that the devices are irretrievable") and headache ("headaches"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, loss of consciousness, genital haemorrhage, mood altered, crying, loss of libido, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, female sexual dysfunction, musculoskeletal stiffness, migraine, headache, nausea, dental caries, tooth fracture, sensitivity of teeth, dysmenorrhoea, abdominal pain upper, abdominal pain, pain in extremity, fatigue, diarrhoea, amnesia, feeling abnormal, dizziness, dermoid cyst, ovarian cyst and adnexa uteri cyst had not resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, amnesia, complication of device removal, crying, dental caries, depression, dermoid cyst, diarrhoea, dizziness, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, loss of libido, menorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, ovarian cyst, pain in extremity, pelvic pain, sensitivity of teeth, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent (unilateral salpingooopherectomy - right side). It was reported that she get dizzy: has gotten so bad that I will pass but, been to the hospital at least 4 different times due to the passing out . Her kids had to call her mom one time when they found me passed out. Per mr: she is postpartum 1 month and is currently not breastfeeding. CT scan performed on (B)(6) 2016 revealed bilateral essure devices present (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: bilateral essure devices present on (B)(6) 2016, transabdominal and transvaginal pelvic ultrasound revealed 3.4 cm right ovarian mass, compatible with an ovarian dermoid cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, diarrhea, abdominal pain lower, abdominal pain, syncope (confirming dizziness), ovarian cyst; dermoid cyst; pelvic pain (confirming) and paratubal cysts. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-may-2018: medical records received; CT scan result provided. Essure removal date removed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.